Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. No anomalies were found however, the distal conductor contained blood/ body fluid but was not obstructed.

Event description:
It was reported that during the implant procedure, the lead could not be placed. "No problem with lead" was noted. The lead was not implanted. No patient complications have been reported as a result of this event.